Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pre-inspection (prior to use), the inflation line valve of the white cuff did not close properly and air leaked from there. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Correction: (UDI#), (manufacturer name,name,email), (phone#), evaluation summary: one sample was returned and visual examination showed that the shape of the tubing has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. The stylet wire was removed from the tubing and 4mls of air was removed from the tracheal cuff body. The returned unit inflated without any issue. The returned unit was leak tested under water and no leakage was detected. The returned unit was inflated/deflated three times and the bronchial and tracheal inflation valves were found to function as intended. The probable root cause is that the inflation device remained in the tracheal inflation valve allowing air to escape from the tracheal cuff. If information is provided in the future, a supplemental report will be issued.